Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unknown. Regulatory compliance will continue to monitor on monthly trend reports.

Event description:
Consumer reported in 2008, he heated gel pack in hot water for four (4) minutes and placed it in the wrap and applied on his foot for 30-40 seconds and within one (1) hour had 1 blister, which soon after swelled up. Consumer went to emergency room due to 2nd degree burn where they popped two blisters and applied cream. Consumer did see a plastic surgeon who took skin from thigh and placed on his foot, however, consumer still has nerve damage even to this day.